Event description:
In 2008, the pt's mother reported, that infusion sets from two separate boxes with the same lot, and expiration dates "would not work." The pt was able to use an infusion set from another lot number. The mother was not able to provide details. Upon follow up with the pt on the same day, he stated that he experienced blockages during priming (competitor infusion device), and elevated blood glucose of 300 mg/dl. His normal blood glucose range is 130-150 mg/dl. He stated that when his blood glucose was elevated he would change the infusion site, and either bolus through his infusion device or inject insulin via syringe. He was not experiencing elevated blood glucose at the time of the report, and stated that he'd had no further issues since beginning use of another lot of infusion sets. He stated that he does have scar tissue, and was advised by his physician not to use his abdomen as an infusion site. The pt did not require medical assistance from a healthcare professional or second party to address the issue. In the same month, 2 infusion sets with different lot numbers were returned by the pt for eval. The initial lot number was reported previously on a separate report.